Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: service requested by technician (B)(6) as per (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. No harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6 , b7, d10, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes), h11 , e3, e1 ( initial reporter , event site email ). Corrected field : h6 ( medical device ¿ problem code). Customer did the repair by themselves. Customer ordered the power management board (d670-00-1162) but it did not fix the problem. Customer bought the cart power supply (d014-00-0258) and replaced it, because discovered that the previous one was broken. The cart can now charging ballon pump¿s battery.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging.there was no patient involved.